Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed during boot up, alarmed during self-test and lost sensor alarmed during glucose sensor simulator testing due to faulty connector on remote frequency board noted. The insulin pump had moisture damage on all electronic assemblies noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a failed self-test alarm on the insulin pump. Customer also reported the insulin pump would not connect to the sensor. Customer's blood glucose was 141 mg/dl. The customer stated the alarm occurred three times in the past. Troubleshooting also found the correct bolus amount was bolus recorded in the bolus history. It was also found the insulin pump did not pass as self-test during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.